Event description:
Customer reported via phone call that the insulin pump was not in contact with moisture. Customer states that the insulin pump fell and there is a blank display.

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.